Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter mushroomed during a pretest.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened, used silicone catheter present. There were no obvious visible defects. No cuff or ridges were noted on the balloon surface upon sample receipt. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). There was no lumen to lumen leakage observed, and no leaks along the shaft or around the catheter balloon. The balloon's concentricity was observed to be 50:50. The catheter was allowed to rest for 30 minutes and no leaks were observed during the time period. The catheter's balloon passively deflated the 10ml of methylene blue with no cuffing or ridges observed on the balloon following deflation, which indicated that the catheter met specification. The catheter balloon french size was measured after deflation to be 14fr, which is considered to be within the +4fr size limit. The active length of the catheter balloon was measured (0.8010") and found to be within specification (0.6" - 0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters."

Event description:
It was reported that the catheter mushroomed during a pretest.